Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day, the pt underwent an outpatient procedure for the removal of his pd catheter due to the peritonitis. The consumer reported that the physicians wanted the patient's body to rest and heal. On the same date, the pt was switched to hemodialysis (hd). It was unknown if the switch to hd was temporary. The pt was not hospitalized for the peritonitis but was treated with zyvox (rate, dose, route, and frequency were unknown). The cause of the peritonitis was unknown. It is unknown if the pt recovered from this event. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot numbers h13l17062 and h14a06041. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted same patient as (B)(4).